Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded receiver log confirmed the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 07/12/2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 07/27/2016. The reported event of loss of connection was confirmed. A root cause could not be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. The dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.